Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the programmer was confirmed. The programmer had no back light. This issue was caused by an overheated lower spool on the inverted printed circuit board (pcb). Moreover, the inverted cover was melted. This programmer was repaired and the issue was resolved.

Event description:
Boston scientific received information that this programmer had a black screen. This programmer was returned for repair. No adverse patient effects were reported.